Event description:
Customer reports that tubing came apart between the stopcock toward the distal end and the bottom art of the tubing. The nurses tightened the set, but it still separated while hanging. Customer reports patient "experienced bleeding due to the set coming apart". No patient harm or medical intervention was reported. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the set be received for evaluation.